Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and indicated a lead noise alert. The analyst noted that there were 6 non-sustained tachycardia episodes, 2 ventricular fibrillation (vf) episodes, and 5 lead failure predictors of less than 220 mode switch v-v cycles recorded between (B)(6) 2013. It was also noted that all impedances were undefined on (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2011 and (B)(6) 2013. A lead noise alert was recorded on (B)(6) 2013. The lead integrity alert (lia) trigger requirement for ventricular short interval counts (sic) was met on (B)(6) 2011. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular lead oversensing t waves. Noise was also noted. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.